Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed a crack in the battery compartment. The review of the black box data showed no power reboots. The battery cap threads were stripped and the cap was unable to fully attach to the pump; the power-on-reset event was duplicated with the returned battery cap. A test battery cap was used and able to carefully attach to the pump. The pump was exercised with a test battery cap for 24 hours with no power interruptions. Upon removal of the pump cover, no evidence of internal moisture or power circuit damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue and battery compartment crack. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.